Event description:
On (B)(6) 2011, pt reported the down arrow button on her infusion device has been giving her trouble since (B)(6) 2010. Pt stated on (B)(6) 2010 the down arrow button on her infusion device stopped working, so she went on the backup infusion device. Pt reported the button pops back up. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.